Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. Subsequent to the implant, the patient complained of connectivity issues between the implantable pulse generator (ipg) and the external therapy disc. It was discovered that the connectivity issues were caused by migration of the ipg. Surgical revision was performed on (B)(6) 2023 to correct the ipg location in order to alleviate the connectivity issues. No new components were implanted during the procedure.